Event description:
Caller reported discrepant troponin I (tni) results when testing triage cardiac panel tests on two pts. Caller claimed results were not precise from one device to the next and in comparison to lab results - providing both false positive and false negative results.

Manufacturer narrative:
Product support did not confirm the client's observations of tni results both >0.1 and <0.05 ng/ml tni while testing returned pt samples in-house. Pt samples were tested on triage device, treated for hama antibody interference, and tested on access ii as a secondary platform. Results were as follows: (B)(6); triage <0.05; triage+ hama 0.11; access: 0.05. (B)(6); triage <0.06/0.08; triage+ hama <0.05; access: 0.01. All results were below the clinical cut-off of 0.4 ng/ml tni. Product support tested the complaint device lot against positive and negative tni controls and did not observe discrepant tni recovery. A review of mfg calibration and release data showed negative control results <0.06 ng/ml tni, within release specifications, and tni positive control results within release specifications. Overall product deficiency was not established; no corrective action required at this time. Tni complaints are routinely tracked for product performance.